Manufacturer narrative:
Foreign incident. Non-USA UDI associated with this incident due to translated labelling provided ous. Device is equivalent to that sold in USA.

Event description:
Surgeon performed canaloplasty and 180-degree gatt procedure, as well as cataract surgery. When the surgeon went to put in the main incision for the cataract, a descemet's detachment was noticed. It had started to curl up. No ovd appeared to be in the descemet's. An air bubble repair was carried out.